Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 100 (mg/dl). During one occurrence of the malfunction, the customer had not tested blood glucose levels. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.